Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, delivery of the guidewire to the pulmonary artery was followed by insertion of the catheter. After removal of the guidewire, angiography revealed contrast agent accumulated in the ventricle. The catheter was removed and replaced with a new catheter. No patient complications have been reported as a result of this event.